Manufacturer narrative:
As of today, the lead under complaint is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should the lead itself become available for analysis, the investigation will be updated. In conclusion, the lead was not received for analysis. The pacemaker proved to be fully functional during inspection. The analysis of the pacemaker did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 71 months, impedance values > 3000 ohm and a loss of capture was reported. Only the pacemaker was returned for analysis. No adverse patient side effects have been reported.